Event description:
It was reported that during an unknown time, the device had cut to deep, handle is recalibrated. There was no information available regarding the patient impact. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the device was not cutting properly; the control bar was out of position and the device was out of calibration. The control bar was adjusted, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device had cut to deep, handle needs recalibrated. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.